Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd syringes with precisionglide needle & luer-lok tip malfunctioned as "needle broke off when she was administering her husbands b-12 monthly dosage." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use, a bd syringes with precisionglide needle & luer-lok tip malfunctioned as "needle broke off when she was administering her husbands b-12 monthly dosage." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No root cause can be determined as no samples were received.